Event description:
Could not measure sensing/pacing thresholds at implant. Dr noted discontinuity of conductor part of tip during repositioning. Lead subsequently tested out of specification during manufacturer's analysis.